Event description:
A nurse reported that during surgery irrigation/aspiration issues occurred. There was no patient harm. No additional information is expected. This is one of four reports being filled for this event. This report is for the first patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Manufacturer narrative:
Evaluation summary: the system and handpiece were examined and the reported event was not replicated. The system and handpiece were tested and found to meet product specifications. According to the (B)(4) staff, they did not flush the phaco handpieces immediately after surgery. The product met specifications at the time of release. The root cause of the reported events can be attributed to the inappropriate cleaning of the handpiece by the customer.